Event description:
It was reported that the patient complained of feeling an 'interaction' with the device upon performing impedance measurements with the newly-implanted neuromodulation product. Follow up is currently in process for additional information. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of feeling an 'interaction' with the device upon performing impedance measurements with the newly-implanted neuromodulation product. It was further reported that the device was reprogrammed and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3058 interstim urinary implantable pulse generator (ipg) - (B)(6) 2013; 3093 interstim urinary implantable pacing lead - (B)(6) 2013; 3037 neuro programmer - unk. (B)(4).